Event description:
It was reported that device entrapment occurred. A comet ii pressure guidewire was selected for use. During the procedure the pressure guidewire got tangled with a placed stent and got stuck. It was resolved however electrical loss was observed. Upon removal a broken light pressure sensor was noted. Procedure was completed with another of a different device. No patient complications were reported.